Event description:
The device was returned for preventative maintenance. During evaluation, two issues were identified through a review of the error log: a ventilator inoperative condition and a battery error code. To address these findings, the system board (pca) and battery were both replaced.